Event description:
The report stated that during a gastrectomy, the ligasure handpiece did not seal properly while mobilizing the stomach. The system did sound an end tone, indicating that the sealing cycle was proper and complete. There was no injury to the pt as sutures were used for ligation instead.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.